Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus. However, the customer contacted olympus technical assistance support (tac) via phone. (Tac) provided remote troubleshooting. Upon discussion it was noted that there was not a scope connected to the unit, and once one was plugged in the issue was resolved. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Olympus on site support specialist caleb called reporting clv-190 nbi not working nbi indicator light on front not illuminated upon further discussion there was no scope connected to the light source , I asked oss caleb to obtain a scope he connected a gif-h190 and the issue was resolved, as soon as a scope was connected the nbi indicator light on control panel was active. We examined the scope switch settings and identified switch#2 was set for nbi and then tested by pressing switch 2 and the nbi could be turned on and off and blue light was observed at the distal tip no further action required by tac. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no scope connected to the light source. There were no reports of patient harm.